Event description:
Event 1 [redacted date] continued issues with leaking baxter tubing. This author noticed tpn line has leaking y-site port despite green alcohol caps being in place during cl audits. Leaking port marked with tape, tubing to be saved and given to apsms. Lot number unknown as lines were hung last night. Clears to be ordered and line to be changed per nnicu protocol. Event 2 [redacted date] ongoing issues with baxter tubing. Performing cl audits and noted y-site leaking on tpn line despite green alcohol caps being in place. Y-site marked with tape, clear fluids to be ordered, and line to be changed sterilely per nnicu protocol. Tubing to be saved and given to apsms once new fluids arrive. Lot number unknown. Manufacturer response for IV tubing, IV tubing (per site reporter). [Redacted date] sample picked. [Redacted date] emailed [redacted name].